Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the lcd display of the totalized flow shows a partial chipped/missing segment during setup/ inspection for use involving an olympus high flow insufflation unit. There was no patient injury reported.